Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the insertable cardiac monitor (icm) exhibited false episodes due to under-sensing. No resolution was performed. The patient was stable and would continue to be monitored.